Event description:
It was reported that there was a thrombus present. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The was was being removed and exchanged for another was when a thrombus was noticed in the laa of the patient. The physician gave the patient heparin and the patient was monitored for some time. The thrombus appeared to worsen over time and so the procedure was cancelled. There was no consequences following the thrombus formation and the patient was stable and unaffected following these events. Another implant procedure was rescheduled for another date.